Event description:
The customer reported via phone call that they experienced a blood glucose of 567 mg/dl. The customer stated they would treat their blood glucose with a manual injection. Customer was also assisted with the prime and rewind procedure. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.